Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it powered off unexpectedly by itself. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly by itself was confirmed. Ventec then opened the device in order to perform a visual inspection and observed that the control board had been contaminated by fluid from the nebulizer relief valve. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. Page 37 of the vocsn clinical and technical manual (lbl-00001-001, rev. Ae) states the following: "note: if a passive ventec one-circuit is used, ventec life systems recommends connecting a filter between the distal end of the circuit and the nebulizer tee to ensure nebulized material does not collect in the passive valve and obstruct airflow.". Based on the information available, the investigation determined that the root cause of the reported issue was user error.